Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device history record (DHR) review and to update sections d4 (lot number) and h6. The legal manufacturer performed a DHR review for the reported lot number with no anomalies found.

Manufacturer narrative:
The device was not returned to service center for the evaluation. The cause of the reported event 'probe broke and device fragment fell' could not be confirmed at this time. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic hysterectomy procedure, a broken probe was observed on the device during the colpotomy. A device fragment fell inside the patient and was retrieved with a laparoscopic grasper. There was no visual damage noted to the teflon pad or probe unit and no metal exposed on the broken probe. The generator settings were 2 seal & cut and 1 seal when the event occured. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed using a similar device. There was no patient injury reported. Also, the connection points to the generator were inspected and no cable damage was observed. The procedural tips and techniques were shared with the user facility. A sales representative trained the physician on the techniques of how to use the device. The physician was experienced in using this device.